Event description:
The facility representative reported a flo-gard infusion pump in which the "clamp walk is fractured." A follow-up call to the facility representative further clarified this as a broken door latch. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This condition has the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door latch was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a cracked door latch. No repairs were made to the device. Should additional information be received, a follow-up medwatch will be submitted.